Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle experienced the cannula breaking off. X-ray was performed but unable to locate needle. The following information was provided by the initial reporter: pet owner reported needle break in pet. Consumer stated, after giving his dog insulin, he noticed the patient end was missing. Stated, it broke off in their dog stated, took dog for xray but needle was not located..

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-jan-2023. H6: investigation summary customer returned (5) 8mm, 31g pen needles (1 open without the tear drop label or inner shield, 4 sealed) from lot # 2033589. Customer states that the needle broke in the pet. All returned pen needles were examined and the open sample exhibited a broken patient end of the cannula. See attached photo. Microscopic examination of both fractured ends on the samples revealed characteristics such as residual bends, cracked epoxy and tubing ovality, also known as a deformation from the normally circular cross section. When viewed together, these are all indicators of bending/restraightening mode of failure. Removal of some of the epoxy made this observation more apparent. No issues were observed on the sealed samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot is user related as the patient end of the cannula likely broke by the bending/restraightening mode of failure.

Event description:
It was reported that the bd ultra-fine¿ pen needle experienced the cannula breaking off. X-ray was performed but unable to locate needle. The following information was provided by the initial reporter: pet owner reported needle break in pet. Consumer stated, after giving his dog insulin, he noticed the patient end was missing. Stated, it broke off in their dog stated, took dog for xray but needle was not located..